Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black-black and slipped out. Manual compression was used to finish the procedure. There was no reported patient injury. The vascular closure device (vcd) connected without difficulty to the 7f non-cordis sheath, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and both the vcd and the non-cordis sheath were retracted together until bleed-back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The device was used after a neurovascular treatment. The approach was retrograde, and the vcd was used following an interventional procedure. The patient¿s post-procedure status was reported as good. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU) with no package or device damage noted. Angiography confirmed suitability of the femoral artery, including appropriate insertion angle of the non-cordis sheath, and vessel diameter was verified to be at least 5 mm. There was no calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present prior to vcd use. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469751 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black-black and slipped out. Manual compression was used to finish the procedure. There was no reported patient injury. The vascular closure device (vcd) connected without difficulty to the 7f non-cordis sheath, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and both the vcd and the non-cordis sheath were retracted together until bleed-back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The device was used after a neurovascular treatment. The approach was retrograde, and the vcd was used following an interventional procedure. The patient¿s post-procedure status was reported as good. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU) with no package or device damage noted. Angiography confirmed suitability of the femoral artery, including appropriate insertion angle of the non-cordis sheath, and vessel diameter was verified to be at least 5 mm. There was no calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present prior to vcd use. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.